Manufacturer narrative:
Review of the pcu event log confirmed the times and parameters of the four (4) hydromorphone pca programs reported by the customer. The customer stated that on (B)(6) 2018 at 7:50am the clinician discovered the patient had diverted the medication while in the bathroom. At that specific given time, the fourth syringe was being programmed and started. Then, at 7:57am, the system switched to dc power, which would allow the patient to transport the system to the bathroom. At 8:15am, a pca dose request started and completed in about a minute. At 8:16am, a clinician¿s ID was scanned and the pca module was paused, and a 2-hour delay was programmed for the concomitant lvp. The system was connected to ac power shortly after. No further pca boluses were administered. The fourth syringe started with a volume of 29.7981ml and two (2) 2.5ml pca dose request boluses were delivered. Therefore, approximately 24.7981ml of medication should have remained in the syringe. However, the customer stated that the patient diverted medication from the syringe by using another syringe and needle. Following the diversion, the syringe was found to contain a pocket of air and very little fluid. The amount of remaining medication was not reported. The syringe was not returned as part of this investigation. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4).

Event description:
The customer reported that a patient tampered with the bd 50 ml syringe (which had been previously programmed and locked into the pca module by the clinician) using another syringe with a needle, and withdrew hydromorphone at the area where the pca cover locks to the module at the barrel clamp. A pump module was also infusing a kvo solution at the time of the event. No patient harm occurred. The drug concentration remained the same, and the 4 pca syringes used consecutively were loaded and programmed at the following times: pca syringe #1: hydromorphone 6mg/30 ml in d5w was initiated at (B)(6) 2018 at 0756 at a rate of 0.3 mg q 15 minutes with 1 h max limit of 1.2 mg/h. Pca#2 administered with a rate change at 1353 at a new rate of 0.5 mg q 20 minutes with 1 h max limit of 1.5 mg/h. Pca#3 administered at 1901 with the same settings. Pca#4 was administered at 0750 on (B)(6) 2018 with the same settings. The nurses reported that the medication syringe was observed to contain air between the black bung of the syringe and the drug fluid level in the syringe, and the event was discovered when the patient informed the nurse that the syringe was almost empty. The neoi alert was set for 5%, and users reported that no neoi alarm had occurred. It is the hospital policy for nurses use auto ID and scan their badges when making changes to any drug settings. After the event, the bd medication syringe was found to have puncture marks on the barrel and sequestered by law enforcement. The customer alleges no device malfunction, and requested an event log review to determine if additional device tampering occurred.